Manufacturer narrative:
Reliability analysis unable to confirm insertion anomaly due to customer returning all 7 needles separated from sensor base. Complaint against serters.

Event description:
It was reported that the customer had five damaged sensors. The customer stated that the sensor would not come off the sensor base and that the needle hub was stuck in the serter. The customer's blood glucose was 160 mg/dl. Troubleshooting was done. Advised that replacement sensors and a serter would be sent. Nothing further reported.